Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 743mg/dl. It was stated that the customer had vomiting and diarrhea. It was stated that the cannula was bent. Troubleshooting was performed. It was stated that the customer has treated with manual injection prior to the call. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.